Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative (rep) regarding an external device. The reason for call was caller reported that for about the past 7 months pt has experienced issues while charging their ins. Caller stated that the recharger and what also feels like their internal components are becoming hot while charging their ins. Caller also stated that the pt begins charging their ins with the controller 100% charged and they are only able to charge the ins to 70% before the controller becomes depleted and needs to be recharged again. Caller stated that they interrogated pt's ins and confirmed that pt is getting a good connection while recharging but it is taking them longer to charge. Caller commented that all of these issues have progressively become worse over time. Tss reviewed information and sent an email to repair to replace the recharger.